Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer declined to run a system check with tandem technical support. Customer resets pump and resumed insulin therapy. No adverse impact on customers blood glucose was reported.